Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stent implant procedure for an intestinal obstruction in colon, performed on (B)(6), 2010. According to the complainant, when the physician attempted to release the stent, the distal handle of the catheter broke and the stent could not be deployed. The physician removed the device, and the procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Patient is over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stent implant procedure for an intestinal obstruction in colon, performed on (B)(6), 2010. According to the complainant, when the physician attempted to release the stent, the distal handle of the catheter broke and the stent could not be deployed. The physician removed the device, and the procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Initial examination of the returned device noted that the stent was fully mounted. It was noted that the outer sheath had detached from the deployment handle. A tactile examination of the outer sheath revealed that it was stretched in appearance at its proximal end. There was a bend in the stainless steel shaft. It was possible to retract the outer sheath by hand and deploy the stent without any issue. Examination of the deployed stent and the stent holder found no issues. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.